Manufacturer narrative:
Section a1 patient identifier reached maximum character limit, the full ID is (B)(6).section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity c magnesium result generated on an alinity c processing module for a 25-year-old female patient. Sid (B)(6) initial result = 0.83 mmol/l, repeat results = 3.37 mmol/l and 0.82 mmol/l (reference range 0.7-1.1 mmol/l). There was no impact to patient management.